Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed complete separation at the collar with numerous kinks in the hypotube and distal shaft. The ptfe was fully pulled out from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-nov-2016. It was reported that difficulty inserting guidezilla through a guide catheter. A guidezilla¿ guide extension catheter was selected for use. During procedure, the guidezilla would not fit through a guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, device analysis revealed that complete separation at the collar and the ptfe was fully pulled out from the collar.